Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
The customer reported that the patient visited the hospital on the (B)(6) 2016 and reported pain on the lateral side of the operated hip and problems during walking. The x-ray shows some shortening of the operated limb at the femoral neck / dynamic hip screw. Implant date: (B)(6) 2015.